Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc) and high capture thresholds in the right atrial (ra) channel. Technical services (ts) reviewed the available data. This ICD remains in service. No adverse patient effects were reported.